Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient (clinical study - target) experienced pain at their implantable neurostimulator (ins) implant site. Reprogramming was unable to provide resolution. As a result, surgical intervention may be pending.